Event description:
It was reported that the health care professional (hcp) requested a review of the most recent presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crt-d) system to confirm left ventricular (lv) lead capture. Technical services (ts) discussed lv threshold and output with called, noted that the deflection on the lv channel may have been the p waves but they are not being sensed by the lv lead. Additionally, a review of atrial diagnostics, noted intermittent atrial capture with a high capture threshold and an increase in pace impedance measurements that remain withing normal limits. Ts discussed possible reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.